Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.

Event description:
It was reported that the customer was not satisfied with the longevity of the device. The device was explanted and replaced. It was also reported that the left ventricular lead had "bad" threshold. The lead status is unknown. No patient complications have been reported as a result of this event.